Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Note: manufacturer contacted customer on 6/1/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and that she did not currently have any diabetic symptoms. Customer stated she had gone to the ER later in the evening on (B)(6) 2017 as she was still feeling dizzy and having blurry vision. Customer stated she had already taken insulin and metformin before arriving at hospital. Customer stated when she arrived at the ER her blood sugar was 450 mg/dl. Customer stated the diagnosis from the ER was hyperglycemia. Customer stated she was administered insulin via IV and had blood work done as well. Customer stated there were no new medications or healthcare program that was suggested by healthcare professional. Customer stated she left the ER on 05/31/2017 and her blood glucose when she left was 300 mg/dl. Customer stated there were no additional blood tests performed with the trueresult meter.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 120 - 200 mg/dl. During the call on (B)(6) 2017, the customer stated she felt dizzy and had blurry vision. Customer stated she would contact her healthcare provider after the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/24/2018 and open vial date at time of call is twenty days. The meter memory was reviewed for previous test result history (customer was unable to provide the time / date): the hi (B)(6) 2017 12:00 pm fasting:yes, the 406mg/dl n/a 12:00 pm fasting:yes, the 309mg/dl n/a 12:00 pm fasting:yes, the 390mg/dl n/a 12:00 pm fasting:yes, the 516mg/dl n/a 12:00 pm fasting:yes. Memory concerns:hi. Customer called in stating her meter was displaying hi. Customer states she has been running a bit high lately due to a medication she has been taking. Customer was able to provide the last 5 readings in meter memory, but unable to provide time and date.